Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker developed a hematoma. A pocket revision was performed. No additional adverse patient effects were reported.